Event description:
The pt's endotracheal tube was secured by the oral endotracheal fastener, anchor fast. The endotracheal tube became dislodged. The pt sustained cardiac arrest and died.

Manufacturer narrative:
No conclusion can be made at this time. Investigation is ongoing.